Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the auxiliary 1 drawer not opening, require maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer noticed an overstuffed cubie protruding in the drawer. The overstuffed medication was removing to resolve the issue. The issue was created by the staff improperly loading the cubie and creating a medication jam. The system functioned as intended after the field service engineer troubleshooted the device.